Event description:
It was reported atrial header set screw anomaly was observed. The device was explanted and replaced

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed. The cause of the anomaly was found to be due to silicone, septum material found inside of the set screw hex cavities. The silicone prevented full insertion of the torque driver into the hex cavity. This could have caused difficulty in fully tightening the set screw into the lead bore.